Event description:
Handle locking mechanism unlocks itself during cutting. Case type / application: tka 2.0 - (if applicable) will device be decontaminated? Device(s) will be decontaminated prior to return.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical.  A supplemental report will be submitted when additional information becomes available.

Manufacturer narrative:
Reported event: an event regarding mechanical failure involving a mako mics was reported. The event was confirmed. Method & results: -product evaluation and results: device was returned to the supplier and evaluated. The following failure was confirmed through visual/functional inspection: pivot mechanism - other and motor output coupling - dislodged. -clinician review: no medical records were received for review with a clinical consultant. -product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been other complaints with similar event(s) for the lot referenced. Conclusions: the alleged failure mode was confirmed via inspection of the returned device. No additional investigation or specific actions are required. If additional information is received then the complaint will be reopened.

Event description:
Handle locking mechanism unlocks itself during cutting. Case type / application: tka 2.0 - (if applicable) will device be decontaminated? Device(s) will be decontaminated prior to return.